Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: comp-(B)(4).

Event description:
It was reported by c. D. From daybreak that on (B)(6) 2026 a button a daybreak device broke while the 53-year-old, male patient was sleeping. The patient stated that he "woke up almost swallowing it". A remake of the full device was make and the product was requested to be returned. There was no harm caused to the patient and no outside clinical evaluation was sought. It was also reported that the patient grinds his teeth at night.